Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a faulty downstream occlusion sensor. As a result, the downstream occlusion sensor and downstream occlusion bezel were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited the cassette was not securely fixed. There was no patient involvement, no patient injury was reported.